Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was patient condition related due to patient having calcified vessels in right iliac femoral artery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was needing an impella cp for mechanical circulatory support. During implantation it was reported that the patient¿s right iliac had tight calcific ostial lesion and the left side iliac to common femoral was <4mm. The patient¿s hemodynamics rapidly deteriorated and decision was made to attempt placement of the impella via the right femoral artery; however, the inlet was unable to advance past the lesion. An intra-aortic balloon pump was placed via the left femoral artery. The patient had deteriorated and subsequently expired following 30 plus minutes of resuscitation attempts. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.